Event description:
It was reported that during a removal of stoma procedure the staples did not form correctly. There were no adverse consequences to the patient. They opened a new stapler and this one was functioning well"